Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 ,lot# va1kkc9, product type: lead. . Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1kkc9, ubd: 07-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that since the implant, the patient has not had any therapy results, but during the trial she did. The caller stated that maybe about 2 weeks to a month after the implant, she contact a manufacturer representative (rep) and told them about the no therapeutic relief and he just had her change settings but that did not help. When she moved to new york her healthcare professional tried to interrogate the device multiple times, tried many different settings but nothing helped with her symptom control. The caller stated the device has always stimulated her legs instead of her bladder and caused her not to sleep. The caller stated that this device has been a "pain in the butt" and has made no difference in symptom control. The caller stated that on (B)(6), 2020, the healthcare professional did an x-ray and the x-ray showed that the leads are not located in the correct area. The patient said that she would like the device removed even though the physician wants to implant another device. The caller mentioned that she would just like the device removed so a hydrodistension procedure can be performed. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va1kkc9 implanted: (B)(6) 2017 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the device had not yet been removed and that patient's new healthcare professional (hcp) was planning to remove it. The patient indicated that the leg stimulation had been there since day one ((B)(6)2017). The patient's previous hcp's office only checked battery life in follow ups every 6 months. They did not know they could 'interrogate' the implanted device. The patient was now seeing a new hcp that was an expert with the implanted device. The stimulation in the patients legs had resolved by turning the device off. The patient wrote that the surgeon who placed the device never verified the placement. The patient didn't know that it could be x-rayed or that there was a programmer to check the activity until they went to their new hcp, who verified it should be replaced or removed. In response to whether the patient's lead placement was planned to be resolved, the patient responded yes.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called back yesterday stating that the device was explanted yesterday due to the issues reported above patient stated that the doctor disposed of the ins and the programmer. Patient just wanted to inform medtronic of this.